Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Inspected one opened and used sensor. Performed bicarbonate buffer test. Sensor passed per specification with accurate readings.

Event description:
The customer reported via phone call that the insulin pump went into threshold suspend mode due to an inaccurate sensor glucose reading. The customer's blood glucose was between 9 to 10 mmol/l, compared with the sensor reading of 2 to 3 mmol/l. The caller stated that the insulin pump kept beeping overnight and suspended insulin delivery 3 times. The customer stated that there were many occurrences of sensor reading discrepancies. She noted that she had had a bent sensor cannula on the first sensor she had used. The customer was advised to replace the sensor and agreed to return the device for analysis.